Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that stent damage occurred. A 3.00 x 16mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent struts were defective. No further information available.